Event description:
Additional information received indicated that the noise was oversensed by the device which led to pacing inhibition.

Manufacturer narrative:
Correction: section b5.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The patient was brought into the clinic, and programming changes were made. Subsequently, the rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise. The patient was brought into the clinic, and the rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.